Event description:
The article " evaluation with a hemodynamic simulator undergoing mitral transcatheter edge-to-edge repair in a giant left atrium" was reviewed. The article presented a case study of a 68-year-old woman who underwent mitraclip mitral valve transcatheter edge-to-edge repair (mteer) to treat severe mitral regurgitation (mr). The patient had atrial fibrillation and a giant left atrium. Post procedure after successful placement of two mitraclips which reduced mr to mild/moderate, the patient developed hypotension due to iatrogenic mitral stenosis (6mmhg). A cardiovascular simulator visualized the impaired left ventricular (lv) filling in this highly compliant la, supporting the physiological mechanism behind post-procedural instability. The article concluded that teer in giant left atrium cases can lead to iatrogenic mitral stenosis and hemodynamic instability. [The primary author and corresponding author was yusuke watanabe at teikyo university hospital, tokyo, japan with corresponding email: yusuke0831@gmail.com.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported mitral stenosis was unable to be determined. The reported hypotension was likely a cascading effect of the reported mitral stenosis. The reported patient effects of mitral stenosis and hypotension, as listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.